Manufacturer narrative:
The guidewire was discarded and will not be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella 5.5 was planned for insertion via the right subclavian axillary artery in a 70-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. During implantation, the impella 5.5 device was successfully delivered and positioned as intended. Following placement, the 0.018-inch guidewire could not be removed from the device. Troubleshooting was unsuccessful, and both the impella 5.5 device and guidewire were removed intact. It was not possible to determine whether the inability to remove the guidewire was primarily attributable to the guidewire or the pump. The clinical team elected to replace both the impella 5.5 device and guidewire, and a subsequent impella 5.5 was successfully implanted. The event resulted in a delay in therapy; however, there were no reports of hemodynamic compromise, patient instability, or other adverse clinical consequences associated with the delay. The replacement impella 5.5 provided circulatory support for an additional seven days. There were no reports that the replacement device functioned outside of its intended performance specifications, and no device-related performance concerns were reported during support. The patient subsequently expired while supported with the replacement impella 5.5 device. Based on the available information, the initial event is conservatively reported as a device delivery/use difficulty resulting in a delay in therapy without reported patient consequence. There is insufficient information to determine whether the issue was attributable to the guidewire or the pump. The replacement impella 5.5 functioned as intended throughout support. However, the death is conservatively being reported due to the inability to conclusively dissociate the product from the patient outcome.